Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 6fr non-bsc introducer sheath was introduced. After a thruway¿ guidewire was advanced to cross the lesion, pre-dilation was performed with a 4mm coyote¿ es balloon catheter. Subsequently, additional dilatation was performed with a 6.0x20, 75cm mustang¿ balloon catheter. However, upon the 1st inflation at 5 atmospheres, the balloon ruptured after a duration of 10 seconds. It was like a pinhole rupture. The device was removed from the patient without issue and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.